Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information requested: what other instruments were used during the surgery? (Clamps, scissors, etc.)? Were you present for the procedure? Which generator was being used rf60 or gen11? The event states: when the device was activated it did not appear to give off any energy. The device continued to be used on tissue that was easier to transect and the same thing occurred (no energy seemed to be coming out). If rf60 was being used, were the beeps heard? Were any indicator lights illuminated during activation, which the device appeared to not give off energy, such as: yellow replace indicator, yellow control indicator, green complete indicator, which mode was being used? Single tap, double tap. If gen11 was being used, did the gen11 display any yellow alert screens during the procedure? Did the surgeon hear the tone changes? Tone 1 is heard when the energy activation button is pressed. Pressing the energy activation button energizes the jaws and begins coagulation of the targeted tissue. Tone 1 is heard as energy is delivered to the grasped tissue. Tone 2 is heard when tissue impedance threshold is reached. This is when the tissue is transected and the tissue collapses during coagulation. The I-blade knife is ready to be fully advanced. Tone 3 is heard when the cycle is complete. After the closing handle is fully closed, the I-blade knife is fully advanced, and the tissue impedance threshold has been reached, the cycle is complete and automatically stops delivery of energy how long has the surgeon and account been using the gen11? As to the bleeding: what was the size of the vessel or artery? Was the bleeding from an area that the etrio was used on? Was the tissue thick, dense and fibrous? Was this the only time during the procedure that hemostasis was not achieved? Was excessive grasping force used? How much blood was lost? Was a transfusion required? Regarding this statement: during the lap portion of the case, the left side transected and coagulated smoothly he was able to suture most of the vessels; however, on the left side of the patient (the side that coagulated relatively easily) the ovarian pedicle was bleeding. As a good seal had occurred on the left side, when the ovarian pedicle was bleeding later, was this from the same area that had been transected and coagulated during the lap portion? Or was the bleeding from other bites? Regarding this statement: he was able to suture most of the vessels; however, on the left side of the patient (the side that coagulated relatively easily) the ovarian pedicle was bleeding. This resulted in the ovary being removed in order to achieve hemostasis. The surgeon had cautioned the patient this might happen, however it was not planned to do so. How was the patient's care altered because of the removal of the ovary? Was the other ovary left in? Since 9 days have past since the surgeon date (may 1) what is the patient's current condition? Patient questions: was the patient taking any anticoagulants (aspirin, anticoagulants, or antiplatelet agents? If yes, specify prescribed medication. Has the patient undergone any radiation/chemotherapy therapy? If yes, please specify radiation, chemo, or both. Does the patient has a known coagulation disorder? Has the patient taken any steroids? What was the patient's pre-op hemoglobin and hematocrit? What was the patient's post operative hemoglobin and hematocrit? As the patient was still experiencing pain at the time of the complaint, what is the current patient condition? Are there any anticipated long-term effects from the burn? Will the patient need any follow-up? Patient age and weight; did the patient have any pre-existing conditions?

Manufacturer narrative:
(B)(4): added additional information. The device was received in good physical condition. The device was tested with a generator and the device performed as required during testing. The energy output delivered from the device was verified and the cutting of the test media performed as expected. There were no anomalies noted with the functionality of the device.

Event description:
It was reported that the device was used during a lavh procedure. As a precautionary measure & to ensure hemostasis, the surgeon double coagulated all pedicles before transecting. During the lap portion of the case, the left side transected and coagulated smoothly. When the right side was transected, the ovarian artery was bleeding and could not be controlled. When the device was activated it did not appear to give off any energy. These activations were in a wet/bloody field. The device continued to be used on tissue that was easier to transect and the same thing occurred (no energy seemed to be coming out). The surgeon was about to complete the rest of the case vaginally, but grabbed a few more bites of tissue and it seemed the device started to work again. When the surgeon went vaginally, there was a lot of blood and a large clot came out. He was able to suture most of the vessels; however, on the left side of the patient (the side that coagulated relatively easily) the ovarian pedicle was bleeding. This resulted in the ovary being removed in order to achieve hemostasis. The surgeon had cautioned the patient this might happen, however it was not planned to do so. All the bleeders were tied off and the patient was sewn up. The procedure was delayed by 10 to 15 minutes. The condition of the patient following the procedure is unknown at this time.